Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for intractable spasticity. It was reported that the patient encountered a power-on-reset (por) message and that therapy stopped while they were recharging their ins. It was noted that the patient had not been around any emi sources but that they had recently started using a new power wheel chair and wheel. The patient was able to clear por and turn stimulation back on. The issue was considered resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient's weight was updated. No further complications reported.